Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient has experienced strep throat and a yeast infection. The patient was treated with antibiotic therapy. The patient feels that her mesh is extruding and has an appointment to see the physician. Additional information has been requested.